Event description:
It was reported that a spectrum pump had a constant air-in-line alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The air-in-line alarms was confirmed through the history log for 102 occurrences. Evaluation found that the signal loss across the ultrasonic sensor was increased due to the distance of the gap between the upstream pusher and sensor. When the distance of this gap was decreased, the signal loss was reduced. The upstream sensor readings were within specification, however the air-in-line alarms can be attributed to the gap distance between the upstream pusher and sensor. The upstream sensor was replaced.